Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reached 32 units and was not seeing drops of insulin exit the end of the tubing during filling. The customer declined to provide a blood glucose (bg) level. Upon disconnecting the infusion tubing from the luer lock, the customer observed insulin dripping out the luer lock. The customer changed the cartridge and was able to successfully fill the infusion tubing and observed insulin drips coming out from the tubing.